Event description:
It was reported, the pt has not maintained the ipg as recommended. As a result, the pt has lost stimulation and the charger/programmer can no longer communicate successfully with the ipg. The pt was sent a replacement charger, but did not address the issue. Surgical intervention is the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.